Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient reported that the pump exhibited a visibly damaged battery cap which detached during the night and caused the pump to lose power.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged battery cap consistent with the patient's report. A replacement battery cap was used to complete the analysis and pump insulin delivery was found to be operating within required specifications and delivery accuracy.